Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes that there was gel smearing and gel oil globules in an unspecified number of samples, causing issues on the lab instrumentation. There was no health impact or consequences reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel smearing was observed, but oil gel globules were not seen within the photos. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue of gel smearing and oil gel globules were not observed. Complaints for sample quality are under statistical control for the month of (B)(6) 2024. If complaints for sample quality reach an action level, additional testing may be required. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel smearing and unconfirmed for oil gel globules bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes that there was gel smearing and gel oil globules in an unspecified number of samples, causing issues on the lab instrumentation. There was no health impact or consequences reported.